Event description:
A right heart catheterization was performed during a hospitalization for heart failure unrelated to cardiomems. The sensor was recalibrated and the mean was decreased by 12.7 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
On (B)(6), 2022, a right heart catheterization was performed using a swan ganz catheter implanted at the bedside following the patient's lvad implant. The sensor was recalibrated and the mean was increased by 10.4 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.